Event description:
It was reported that a patient underwent an abdominal incisional hernia repair procedure on (B)(6) 2015 and suture was used. During the procedure, the needle broke and fell into the depths of the exfoliated area and the broken needle tip was caught in the fascia. An additional incision was made to search for the needle piece and it was retrieved. The surgeon opined that that he did not grasp the needle strongly and also that the incision for retrieving the broken needle became larger than expected. Additional information was not provided.

Manufacturer narrative:
Conclusion: the actual needle in 2 pieces was returned for evaluation. The device was visually evaluated. Upon evaluation, the needle fractured due to tensile overload produced during severe mechanical deformation with signs of ductility. There is no evidence of any material flaw that would cause premature failure. Conclusion: representative samples were returned for evaluation. The needles were examined for visual inspection attribute defects and no manufacturing defects or needle breakages were found. The needles had a correct swaged. The samples were dispensed without problems and examined along of the suture and no defects were found, the sutures presented good conditions.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.